Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This product was returned.

Manufacturer narrative:
The device was returned for product analysis. A supplemental report will be submitted once analysis is concluded. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device was returned for product analysis. A supplemental report will be submitted once analysis is concluded.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.